Manufacturer narrative:
Device eval summary: device eval of belt (B)(4) has been completed. The reported problem (asystole alarms) has been confirmed. The alarms was isolated to a defective pca board in the distribution node. Components u713, u712, u725 and u700 were all defective. The root cause of the defective components cannot be positively determined, but was likely due to random component failure. No adverse event resulted from the defective electrode belt. The pt received a replacement electrode belt.

Event description:
A (B)(6) male pt called in to zoll lifecor customer support to report that he is getting asystole alarms. The pt received a replacement electrode belt.